Manufacturer narrative:
The product remains implanted and was not available for investigation. Based on the available information, the reported event is due to user error. The site re-sterilized the graft with eo gas. The product is supplied sterile and is not intended to be sterilized by the user. The product label indicates that it is not intended to be sterilized. Additionally, as stated in the instructions for use: "this device is single-use only. Do not reuse, reprocess, or re-sterilize. The cleanliness and sterility of the re-processed device cannot be assured. Reuse of the device may lead to cross contamination, infection, or patient death. The performance characteristics of the device may be compromised due to reprocessing or re-sterilization since the device was only designed and tested for single use. The shelf life of the device is based on single use only." The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the customer used a graft that was re-sterilized with eo gas. The product was used for a femoral-popliteal bypass. During use, the lifespan eptfe vascular graft outer layer separated while removing spiral at the proximal anastomosis during suturing, with a length of 5-10 mm. The separation was confined to the proximal site of the graft, resulting in bleeding at the suture line. The patient experienced blood loss of 350cc from suture line bleeding. The bleeding was controlled by applying a hemostatic product at the proximal anastomosis and administering vitamin k. The patient was still in the hospital. No other injuries or complications reported to the patient.